Event description:
It was reported that the mdm inner head disassociated on patient's left hip so the surgeon revised.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as unknown mdm poly head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.